Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burns and blisters on the abdomen [burns second degree] , severe pain [pain]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced "after proper handling I have burns and blisters on the abdomen and unfortunately cannot be treated with heat anymore. I suffer from severe pain." The action taken in response to the event for thermacare heatwrap and event outcome were unknown. According to product quality complaints group: severity of harm: s3. Site conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Dchu conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained a burn injury with blisters after product use. Review of complaint description concludes there is no device malfunction. Follow up (25nov2019): new information received via product quality complaints which includes: s3. Amendment: this follow-up report is being submitted to amend previously reported information: product problem was ticked. Follow-up (26nov2019): new information received via product quality complaints which includes: site conclusion and dchu conclusion. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns and blisters on the abdomen [burns second degree] , severe pain [pain]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced "after proper handling I have burns and blisters on the abdomen and unfortunately cannot be treated with heat anymore. I suffer from severe pain." The action taken in response to the event for thermacare heatwrap and event outcome were unknown. Product quality complaints provided severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow up (25nov2019): new information received via product quality complaints which includes: s3. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device. Amendment: this follow-up report is being submitted to amend previously reported information: product problem was ticked., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Burns and blisters on the abdomen [burns second degree], severe pain [pain]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced "after proper handling I have burns and blisters on the abdomen and unfortunately cannot be treated with heat anymore. I suffer from severe pain." The action taken in response to the event for thermacare heatwrap and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain is non-serious. The events are medically assessed as associated with the use of the device.